Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set had a crack. This was observed before use. There was no patient involvement. No additional information is available.